Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, the blade dulled and was unusable after three small pieces of tissue were removed. A second device was used and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Blade dull/poor cutting - conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the evaluation will be submitted in a supplemental 3500a form.